Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated that stimulation was not working and their legs have felt ¿achy¿ for the past few weeks. It was noted the patient could not feel stimulation and could not recall the last time they felt stimulation. It was further noted the patient saw a power on reset (por) message on the patient programmer the night prior to this report. It was noted the patient last charged to 3/4 full battery on (B)(6) 2013. The reporter stated they connected the recharger to the implantable neurostimulator (ins) on the day of this report and the ins was at 3/4 battery level and therapy was on. The reporter further stated the patient adjusted stimulation up high enough where the stimulation should have been ¿hammering¿ the patient, but the patient was not feeling stimulation. It was noted the patient had no falls or traumas recently. Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).